Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, a pediatric patient experienced a seizure event, which occurred three days after the insertion of a cgm sensor in the abdomen. The event was associated with reported inaccuracies in cgm readings. Emergency services were contacted, and a bg reading was taken by paramedics. However, the patient was not transported to the hospital. The patient was advised to treat with insulin, which was administered by the parent at home. Although the cgm was reported to be providing inaccurate readings, no specific bg or cgm values were documented. At the time of this report, the patient is reported to be in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.